Event description:
There was an allegation of questionable Anti-HCV G2 Elecsys results for multiple patient samples on a cobas e 801 analytical unit.The customer sequestered all samples with positive anti-HCV results between the dates of(b)(6) and (b)(6) 2026 and sent them to another laboratory for confirmation testing per their internal laboratory policy.The customer alleged that 38% of the positive samples had negative immunoblot results from the other laboratory.No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (b)(6).The customer stated that calibration and QC were within specification.The investigation is ongoing.